Event description:
The patient reported to the emergency department on (B)(6) 2012 with signs of baclofen withdrawal; the patient was showing jerky movements. The pump contained baclofen 2,000 mcg/ml and the patient was receiving a dose of 625 mcg/day. The next day a catheter study was attempted and the catheter could not be aspirated. Emergency catheter replacement surgery was performed. As of (B)(6) 2012 the patient was showing significant, he was doing well and appeared to be receiving therapy. It was stated the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation: implanted: 2010-(B)(6) explanted: 2011-(B)(6); product typ catheter. (B)(4). Final device analysis of the catheter was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.

Manufacturer narrative:
Analysis of the catheter revealed a deep, circular coring in the bottom of the cup of the sutureless (sc) connector which was consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, which was most likely due to the coring that was seen via under microscope. The flap of material created by the coring may have contributed to an occlusion, but no occlusion was verified in lab testing.